Event description:
Chest tube was to be removed by the md. The sutures were removed, resistance was felt, chest x-ray verified position, force was required to remove it with a fragment remaining in the patient. Patient was taken to or for removal of fragment. Manufacturer response (as per reporter) for chest tube, straight thoracic catheter # 32manufacturer wanted device to be returned. Offered visual inspection and opportunity to photograph.

Event description:
Chest tube was to be removed by the md. The sutures were removed, resistance was felt, chest x-ray verified position, force was required to remove it with a fragment remaining in the patient. Patient was taken to or for removal of fragment. Manufacturer response (as per reporter) for chest tube, straight thoracic catheter # 32manufacturer wanted device to be returned. Offered visual inspection and opportunity to photograph.